Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 32 mg/dl. The customer was hospitalized for the low blood glucose on (B)(6) 2015 at 6:30 or 7 pm. The customer does not know what led to the hospitalization. The customer was treated with orange juice and IV. The paramedics took the customer to the hospital. It is unknown if the customer was wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.